Manufacturer narrative:
Visual inspection has confirmed the reported event that the abutment was fractured and only top portion was received. Evaluation in progress.

Event description:
The dentist reported a locator abutment fractured.

Manufacturer narrative:
Investigation conclusion provided by the manufacturer: fracture of the screw threads during use, wear on the heads of the certain® locator® abutment 4.1mm(d) x 4mm(h) locator abutment. Remainder of the threaded portions were found to be in specifications with no other material defects noted. Although a definitive root cause has not been determined, the cause is most likely related to technique by not applying the appropriate level of torque or not retightening during maintenance visits. No actions are being taken at this time since the component have been found to have no obvious defect and the remaining features are found to be within specification. Device evaluated by manufacturer: change ¿no¿ to ¿yes.¿